Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to deploy the needles could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Needle back down was performed, and the needles were redeployed. It should be noted the prostar xl instructions for use (IFU) states: do not attempt to re-deploy prostar xl needles after the needles have been ¿backed-down¿ into the sheath. In this case, redeployment of the needles after the back down procedure would not have contributed to the reported difficulties with deployment of the needles as the difficulty was already experienced and the needles were successfully removed after redeployment. However, it is unknown if the re-deployment further contributed to reported patient effects of hemorrhage and tissue damage subsequently requiring surgical intervention. The reported failure to deploy the needles appears to be related to interaction with the patient calcification. Factors that contribute to failure to deploy the needles may include, but are not limited to, manufacturing, incorrect angle during deployment or patient anatomical conditions, user clamped suture lumen, tangled sutures. The subsequent patient effects of hemorrhage and tissue damage and treatment appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.h10: 2017 code verbiage was updated.

Manufacturer narrative:
H6: device code 2017 - failure to follow steps / instructions. Analysis was performed on the returned device. The reported failure to deploy the needles could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Needle back down was performed, and the needles were redeployed. It should be noted the prostar xl instructions for use states: do bot attempt to re-deploy prostar xl needles after the needles have been ¿backed-down¿ into the sheath. It is possible that re-deployment further contributed to the needle not being able to be removed subsequently requiring surgical intervention. The reported failure to deploy the needles appears to be related to interaction with the patient calcification. Factors that contribute to failure to deploy the needles may include, but are not limited to, manufacturing, incorrect angle during deployment or patient anatomical conditions, user clamped suture lumen, tangled sutures. The subsequent patient effects of hemorrhage and tissue damage and treatment appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced in is filed under a separate medwatch report number.

Event description:
It was reported that suture placement of the right and left common femoral arteries was attempted using two prostar xl devices using the pre-close technique via a 7f sheath prior an endovascular aneurysm repair (evar) procedure. Reportedly, when attempting to pull out the needles of the prostar xl devices, one needle on the bottom right was not visible and therefore could not be removed from the barrel. The needles of both devices were backed down and then attempted to be deployed again. The needles were ultimately successfully removed to harvest the sutures through the same holes in the barrel. The sheath was upsized to 14f and the evar procedure was completed. The sutures were used to close both access sites; however, intense bleeding was noted. It was the physician's opinion that the vessels were damaged or widened. The vessels were incised to surgically suture and achieve hemostasis at both access sites. There was a reported clinically significant delay in the procedure, hospitalization was prolonged and additional medication administered. No additional information was provided.